Event description:
The customer reported that the device would not charge during testing.

Manufacturer narrative:
(B)(4). The customer reported that the device would not charge during testing. The device was evaluated at philips. The symptom was reproduced. Replacement of the power pca resolved the issue. The device passed all testing and was returned to the customer.